Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. During the therapy cycle, the physician noticed that the pressure dropped, which gave an underpressure error. The physician removed the balloon from the uterus and noticed there wasn&apos;t any fluid in the balloon and it had two holes. Initially the physician had used 20cc of d5w. The case was aborted and the patient was sent to recovery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.